Event description:
It was reported during an upper left lobe liver ablation procedure the pt experienced discomfort. Following successful ablation the pt became unresponsive and coded. The pt subsequently expired. The co was initially informed a small hole was located in the right atrium, which resulted in cardiac tamponade. Further follow indicated the cause of death was believed to be the result of a bleed of the proximal posterior descending coronary artery. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. The user facility will not release this device for evaluation; therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. No malfunction of this device was reported. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.